Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located it he severely tortuous and moderately calcified right coronary artery (rca). A 3.00 x 12 synergy¿ drug-eluting stent was advanced but was unable to cross. Moreover, upon removal, it was noted that a part of the stent got lifted. The procedure was completed with an 8mm synergy stent. No patient complications were reported and the patient's status was stable.